Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) and ventricular tachycardia (vt) episodes respectively. Both pacing leads remain in use. No patient complications have been reported as a result of this event.